Event description:
The customer contacted baxter healthcare to report that the cryocyte container presented a crack after it was removed from nitrogen liquid. The sample is available for evaluation. Further information received revealed that the type of cells that were stored were blood stem cells and bone marrow. The fill volume was 70ml. The bag was filled in 2008 and thawed approx one week later at which time the bag rupture was discovered. The type of application the cells were intended for was patient use. The bag broke during thawing. The bag burst near the main sealing. The customer is not aware of any damage or deviation from standard procedure that may have occurred to the bag during filing, freezing, storage, transport, or thawing. There have been no recent changes in protocols, critical equipment/supplies or personnel that may have contributed to the break. The procedure and the personnel has been the same for 10 years.

Manufacturer narrative:
.